Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. All invasive procedures inherently involve some patient risks. Although serious complications associated with indwelling catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In many cases the patients' blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/ injury. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during set-up for a tavr procedure on an elderly female patient, the balloon on the swan-ganz bipolar pacing catheter was tested and noted to inflate with no issues. The catheter was inserted using a femoral approach; however, resistance was felt while floating the catheter and the balloon would not inflate. It was discovered post-operatively that the patient had sustained a right ventricular perforation and developed a cardiac tamponade. The customer reported that the physician has not indicated that the outcome was associated with an edwards¿ product; however, numerous attempts were made via email, phone, and meetings with the local sales rep, in an attempt to obtain pertinent medical records and any details related to exactly when the perforation and tamponade were discovered and how the injuries were alleged to have occurred. The customer did not provide any medical records or additional information, as requested, to clarify the reported event. Patient demographics were unable to be obtained. The device was discarded and the lot number is unknown.